Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer had removed the battery and placed another one in the pump. Customer keeps getting the reprogram alarm but is unable to clear it to deliver a bolus. Customer stated that none of the keys were responding. Customer stated that she was asleep when the issue occurred. The pump was not exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with a frozen display due to a faulty component on the interface board. Unable to verify the reprogram alarm due to the frozen display. With a test board, all the buttons functioned properly and no moisture damage was noted on the keypad traces. The keypad connector was fully locked. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.